Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the customer had high blood glucose from 300 mg/dl to 400 mg/dl. Device buttons were not functioning properly. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive escape and arrow buttons due to flattened button dome switches. No unlock lcd keypad connector noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify history anomaly due to button keypad anomaly. The insulin pump had minor scratched display window and cracked reservoir tube lip. The insulin pump was missing the end cap sticker and the address serial number label.